Manufacturer narrative:
Evaluation summary: the cause is, that the air containing moisture. That has entered the objective lens/led condenses, due to temperature changes and causes fogging. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855.

Event description:
The image gets foggy. This event occurred at the time of before use. There was no report of patient harm.